Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered chronic pelvic and vaginal area pain, severe incontinence, pain during incontinence, urine leakage, vaginal bleeding, and vaginal discharge. No further information has been provided.